Event description:
During prep, the ivus catheter would not connect, and the tip of the catheter appeared to be damaged. There was no patient harm. The catheter was removed and replaced without incident. Manufacturer response for ivus catheter, ivus catheter (per site reporter) mfg notified by site.